Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm showed a reading of 195 mg/dl. He did not check his blood sugar with a fingerstick before dosing and gave himself 6 units of insulin through the pump. Shortly afterward, he began feeling wobbly, dizzy, and unable to walk. A subsequent fingerstick blood glucose test showed a value of 45 mg/dl. He did not check his cgm reading at that time and immediately removed his dexcom sensor. The patient then administered nasal glucagon. After 15 minutes, his blood glucose increased to 60 mg/dl, and shortly after, it rose to 90 mg/dl. He reported feeling well once his blood glucose stabilized. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.